Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the therapeutic of the branch with argon plasma coagulation, the user noticed that the distal end cap and glue of the subject device fell off. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) but returned to olympus keymed (okm). According to the evaluation by okm, following was found. Okm confirmed the reported phenomenon. There was excessive heat damage on the distal end. The distal end cover and adhesive ware partially missing and metal was exposed. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. However, omsc concluded that the distal end was heated and damaged due to user handling.